Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atb35 instrument safety locked out during the attempted firing. The surgeon has been inserviced. There was no consequence to the pt.